Manufacturer narrative:
Additional information in section b5 and d10 - product.

Event description:
Additional information was received: when the user attempted to prepare a drug solution after connecting a chemosafelock vial adapter to a vial bottle of calsed for injection 20mg, the user found a foreign matter (fm) suspended in the vial bottle. One actual sample was received connected to a vial bottle of calsed for injection 20mg nihonkayaku. Upon closely checking the inside of the vial adapter, the white fm was confirmed inside the solution. The fm was hard resin and measured 2.4mm x 1.6mm. The result of the fourier transform infrared spectroscopy (ftir) analysis performed on the fm shows a similar spectrum to abs resin. The event was not noted prior to direct patient use; it was noted during preparation. The mating device was chemosafe lock connector male. The medication used was calsed for injection 20mg, and the type of procedure was drug preparation. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical or surgical intervention required. There was no reported impact of the event on the patient and medical institution workers. The product was not contaminated with blood or body fluid. The device was changed or replaced with no further problems encountered. The quantity affected is 1 and the sample is available to be returned for investigation. The product was not disposed of. The same lot device samples and mating devices are not available. Sample photos were available showing the product involved connected to a vial bottle, some close-up views of the white fm suspended in the bottle, and the ftir analysis results. There was no patient involvement, and no one was harmed in the event.

Manufacturer narrative:
A series of photos were shared by the customer, where a white loose particulate is observed to be floating at the bottom of the vial with a red drug solution, additionally a "ftir" graph was shared by terumo, but no conclusive results were shared. No additional damage or anomalies were confirmed. One used. List #kl-va201u3, chemosafelock vial adapter, one used, 20 mg vial and one used petri dish with a small white particulate inside were returned for evaluation. As received, the chemosafelock vial adapter was cut opened looking for the source of the particulate or some fragments over the sample, however nothing wrong was found. A ftir study was requested, and the results indicate this particulate is consistence with styrene-acrylonitrile co-polymer. The only white component on the set is the spike, which is made of polycarbonate. The particulate was located outside the fluid path and based on the size of the particulate; this is a rejectable condition. The complaint of particulate matter can be confirmed. When the filter was cut open a missing molded filter section were found, the source of the particulate is more likely coming from inside the filter. However, the probable cause cannot be determinate this time. A device history lot number review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Update to the complaint investigation results: the device history record review of lot 14227038 was performed and no non-conformances or anomalies were found that might be related to the condition reported by the customer. Additional/updated information can be found in: -h6 type of investigation codes. -h11 - additional mfg narrative. Corrected information can be found in: -b6 - relevant test/laboratory data. -e3 - initial reporter occupation. -e4 - initial report sent to FDA. -g2 - report source. -g2 - other report source.

Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 nov 2025 has been used as a placeholder. Additional contact: (B)(6). Email: (B)(6). The device has been received for evaluation. The investigation is pending completion.

Event description:
Event regarding a chemosafelock vial adapter where it was reported that there was foreign material contamination and coring suspected. The event was noted before use to the patient. The product was not contaminated with blood or body fluid. The quantity affected is 1. There was no reported impact of the event on the patient and medical institution workers.